Event description:
Customer reported issues with the insulin pump. Customer states that their blood glucose is high. Customer also states that they are unable to locate their tubing clamp. The blood glucose reading is 462 mg/dl. Nothing further reported.